Event description:
The patient experienced symptoms of headache, cramped arms and legs, disorientation and confusion, and then fainted. His family called an ambulance at 9am. At 9:30am he received the following results within 15 minutes: 87 mg/dl (accu-chek instant meter) and 37 mg/dl (professional's meter). He was treated with an unknown intravenous medication.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.